Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had them removed') and helicobacter infection ('h pylori') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal distension ("so bloated that it actually hurts around pelvic and hip area / it started after I had them removed"), helicobacter infection (seriousness criterion medically significant), visual impairment ("vision issues"), arthralgia ("joint pain"), depression ("depression"), fatigue ("extreme fatigue"), immunodeficiency ("immune system was so compromised from the essure"), feeling abnormal ("body has poison inside that is trying to fight but can't") and complication of device removal ("might still have one in me/ the size is consistent with an essure so I am not completely done yet") and was found to have weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the medical device removal, abdominal distension, visual impairment, arthralgia, weight increased, depression, fatigue, immunodeficiency, feeling abnormal and complication of device removal outcome was unknown and the helicobacter infection was resolving. The reporter considered abdominal distension, arthralgia, complication of device removal, depression, fatigue, feeling abnormal, helicobacter infection, immunodeficiency, medical device removal, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: an object that was consistent with the size of an essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, abdominal distension, vision issues, joint pain, weight gain, depression, extreme fatigue, h pylori, immune system was so compromised from the essure, body has poison inside that is trying to fight but can't, might still have one in me/ the size is consistent with an essure so I am not completely done yet most recent follow-up information incorporated above includes: on 2-dec-2019: content from social media received. Events: vision issues, joint pain, weight gain, depression, extreme fatigue, h pylori, immune system was so compromised from the essure, body has poison inside that is trying to fight but can't, might still have one in me/ the size is consistent with an essure so I am not completely done yet were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had them removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("so bloated that it actually hurts around pelvic and hip area / it started after I had them removed"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal and abdominal distension outcome was unknown. The reporter considered abdominal distension and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, abdominal distension. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.